Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had their ¿system explanted because the patient was not receiving a therapeutic effect. However, when the patient¿s system was explanted, it was noted that ¿a fragment of the lead was left behind¿ and that this was noticed on a CT scan. It was also reported that when the patient¿s system was removed the patient ¿experienced a hemorrhage of one of the arteries and it cured the patient of his symptoms.¿ the patient was to undergo a MRI at the time of report, but it was noted the procedure was not due to the manufacturer¿s device or therapy and that there were no symptoms reported.